Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy solution and ¿mild diffuse abdominal complaints¿. It was reported the patient presented to the clinic; however, it was not reported if the patient was hospitalized for the peritonitis event. The same day as event onset, the patient began treatment with intraperitoneal (ip) cefazolin (2g, once daily for 13 days) and ip tobramycin (80 mg, once daily for 13 days) for peritonitis. Dianeal therapy was ongoing. Fourteen days after event onset, the patient was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.